Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after an open sternotomy, surgery had been done again to close the sternum and explant the suture that fell into the patient's cavity.